Manufacturer narrative:
Results of investigation: the study of van laarhoven, s.n. Et. Al. Presents a retrospective analysis of patients treated with a legion hinge knee system. In two cases prior to the legion system, a rt-plus system was implanted and revised. It is reported, that the revisions were conducted due to joint instability. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.24 ed. 07/10. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Simon n. Van laarhoven, petra j.c. Heesterbeek, gijs g. Van hellemondt, instability, an unforeseen diagnosis of the legion¿ hinge knee system, the knee, volume 28, 2021, pages 97-103, issn 0968-0160, https://doi.org/10.1016/j.knee.2020.11.012.

Event description:
It was reported on literature review "instability, an unforeseen diagnosis of the legion hinge knee system" that, while using a rt-plus modular system, two patients required a revision surgery due to unspecified reasons. Both patients received a legion rhk system. Further information is unknown.